Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the screws (part numbers unknown) detached from the rib during the procedure, therefore the surgeon replaced the 2.4mm screws with 2.7mm rescue screws. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Functional testing and inspections could not be performed due to the product not being returned and no photographs being provided. Potential causes for the screws coming loose include the screws were not properly locked into the plates; the screws were not long enough to achieve bi-cortical fixation; and/or the surgeon attempted to plate across a bony gap. Device history record (DHR) review was unable to be performed as the part numbers and lot numbers of the devices involved in the event are unknown. The instructions for use (IFU) for this product has the following regarding possible adverse effects: migration, bending, fracture or loosening of the implant. Warnings: plate position shall not extend across both costal margins. (When plating the sternum, long straight plates should be placed vertically.) Bone screws: excessive torque can cause the screw to fracture. Select the appropriate screw length for that location of the plate. Screw length is chosen by adding, at the most, 2mm to the full thickness of the selected bony region. Please refer to the chart below for a summary of suggested screw lengths to use based on measured bone depth. (Note: if using the sternalock® blu screw sizer to measure bone depth, the 2mm maximum length has already been added to the screw length marking on the sizer. Evaluate the size of screw to use accordingly, as appropriate for the patient.) With the plate in position, place the selected screw by turning clockwise to insert the screw. Be sure to keep the screw as perpendicular as possible to the plate to ensure proper fixation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.